Event description:
It was reported a patient's transfer set disconnected from the titanium adapter, which caused peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did reconnect the transfer set and continued to use it for pd therapy. The transfer set was replaced. The patient was not hospitalized for the event. Treatment was not reported. The patient is recovering from the event of peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is a report of a patient who became disconnected and then reconnected themselves during therapy resulting in peritonitis. Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. The guide also instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. The cause of the connection issue could not be determined with the available information. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be submitted. This report references the same patient as cmplnt-001657340.